Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port. Blood glucose was not impacted. Reportedly, the alert cleared and the pump successfully began charging after plugging the pump into a wall outlet.